Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release covered stent was used during a stent placement procedure performed on an unknown date. Post stent placement, it was observed that the cover of the ultraflex esophageal stent was damaged and had disappeared due to exposure to acid. It was also noted that the stent cover had migrated. The stent was removed, and another device was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Blocks b5, h6 (patient code) have been corrected following a medical review that requested to include ar code of unretrieved device fragments (udf). Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Imdrf device code a010402 captures the reportable event of stent cover migration. Imdrf impact code f2202 captures the reportable event of endoscopic procedure to remove the stent.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated based on the additional information received on may 12, 2025. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Imdrf device code a010402 captures the reportable event of stent cover migration. Imdrf impact code f2202 captures the reportable event of endoscopic procedure to remove the stent.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release covered stent was used during a stent placement procedure performed on an unknown date. Post stent placement, it was observed that the cover of the ultraflex esophageal stent was damaged and had disappeared due to exposure to acid. It was also noted that the stent cover had migrated. The stent was removed, and another device was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may 12, 2025 it was reported that the stent was placed due to boerhaave syndrome in most cases, and some post operative esophageal leakages. Note: it was reported that the ultraflex esophageal stent was implanted to treat boerhaave syndrome, and some post operative esophageal leakages. However, per the ultraflex esophageal ng stent system directions for use (dfu), the ultraflex esophageal ng stent system is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal covered stent system is also indicated for occlusion of concurrent esophageal fistula.

Manufacturer narrative:
Block h6 (patient code and impact code) was corrected following a review received on (B)(6) 2025, which confirmed that the stents in scope for the ultraflex esophageal stents sef are esophageal stents, not biliary. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Imdrf device code a010402 captures the reportable event of stent cover migration. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2202 captures the reportable event of endoscopic procedure to remove the stent. Imdrf impact code f0101 captures the reportable event of there were signs of recurrent leakage (with bile/gastric content production out of external drain).

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release covered stent was used during a stent placement procedure performed on an unknown date. Post stent placement, it was observed that the cover of the ultraflex esophageal stent was damaged and had disappeared due to exposure to acid. It was also noted that the stent cover had migrated. The stent was removed, and another device was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may 12, 2025. It was reported that the stent was placed due to boerhaave syndrome in most cases, and some post operative esophageal leakages. Note: it was reported that the ultraflex esophageal stent was implanted to treat boerhaave syndrome, and some post operative esophageal leakages. However, per the ultraflex esophageal ng stent system directions for use (dfu), the ultraflex esophageal ng stent system is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal covered stent system is also indicated for occlusion of concurrent esophageal fistula. Additional information received on june 05, 2025. It was reported that despite correct stent position, there were signs of recurrent leakage (with bile/gastric content production out of external drain). Note: a review of the photos of the complaint device showed that the stent was broken and deformed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Imdrf device code a010402 captures the reportable event of stent cover migration. Imdrf impact code f2202 captures the reportable event of endoscopic procedure to remove the stent.

Event description:
Kmv (B)(6) 2025. During the procedure, it was noted that the cover of the ultraflex esophageal stent was damaged and had disappeared due to the acids. It was also noted that the stent cover had migrated. The stent was removed, and another device was used to complete the procedure. There were no patient complications reported as a result of this event. Based on the ar codes of stent cover damage/defective, stent cover migration, and endoscopic procedure, this complaint has been determined to be an MDR reportable event and a serious injury report will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng distal release covered stent was used during a stent placement procedure performed on an unknown date. Post stent placement, it was observed that the cover of the ultraflex esophageal stent was damaged and had disappeared due to exposure to acid. It was also noted that the stent cover had migrated. The stent was removed, and another device was used to complete the procedure. There were no patient complications reported as a result of this event. Additional information received on may 12, 2025 it was reported that the stent was placed due to boerhaave syndrome in most cases, and some post operative esophageal leakages. Note: it was reported that the ultraflex esophageal stent was implanted to treat boerhaave syndrome, and some post operative esophageal leakages. However, per the ultraflex esophageal ng stent system directions for use (dfu), the ultraflex esophageal ng stent system is indicated for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. The ultraflex esophageal covered stent system is also indicated for occlusion of concurrent esophageal fistula. Additional information received on june 05, 2025 it was reported that despite correct stent position, there were signs of recurrent leakage (with bile/gastric content production out of external drain). Note: a review of the photos of the complaint device showed that the stent was broken and deformed.

Manufacturer narrative:
Blocks b5 and h6 (device codes and patient code) have been updated based on the additional information received on june 05, 2025. Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Imdrf device code a010402 captures the reportable event of stent cover migration. Imdrf device code a0401 captures the reportable event of stent break. Imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf patient code e1108 captures the reportable event of biliary leak. Imdrf impact code f2202 captures the reportable event of endoscopic procedure to remove the stent.